Event description:
It was reported that there was a ten minute event where the number of intervals detected (nid) was 30/40. The patient had ventricular fibrillation (vf) arrest and rhythm was not seen by the device. The non sustained tachycardia (nst) and episodes were recorded. The r times on telemetry strips do not correlate with stored events from device that are on fax. It appears as an external regular high amplitude signal is competing with the intrinsic events causing double counting. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.